Manufacturer narrative:
The account replaced the logic board to resolve the issue with this bed.

Event description:
The account alleged the hi/low will run up by itself. He has tried another footboard and isolated the siderails and test port cable but the issue remains.